Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, patient reported that she developed sepsis after the procedure and the discharge date was delayed. Patient was treated with intravenous antibiotics and was changed to oral antibiotics before getting discharged. On (B)(6) 2016, the patient was discharged from hospital, but has purulent ooze from the stoma site. Patient was advised to keep the site dry and to get evaluated by physician.